Event description:
Per the audiologist, the patient reported poor sound quality when using the cochlear implant system. Results of an integrity test done in 2007, were consistent with normal receiver/stimulator function with multiple electrode anomalies. Deactivation of the anomalous electrodes did not solve the problem. A repeat integrity test done at about six weeks later, was consistent with the first. The patient's device was explanted approx 10 days after, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.